Event description:
A customer contacted baxter's technical service center and reported a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during fill 5 of 5. The technical service representative (tsr) explained the alarm and assisted the home patient (hp). The tsr advised the hp to notify the nurse. The hp will continue with a manual bag. There was no patient involvement and there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Should any additional information become available, a follow-up report will be submitted.